Event description:
It was reported that the device was found in back-up mode following an unrelated MRI procedure. The device was not programmed to MRI settings prior to the procedure. Loss of high voltage therapy due to the back-up mode was observed. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. Additional information was requested but was not available.